Event description:
Patient with med. Hx: prostate cancer with radical prostatectomy and radiation therapy, had inflatable penile prosthesis (ipp) placed. He also had an artificial urinary sphincter placed at that time. Due to malfunctioning, he had the sphincter removed. He returned to his provider in 2022 reporting a malfunction with the implant- leaking fluid and wanting the urinary sphincter replaced. Under direct examination of the device in surgery, the surgeon found the implanted reservoir could not be flushed or fluid aspirated. The surgeon left the old reservoir in place due to previous surgical intervention but removed the rest of the implant, placed another ipp and placed an aus as per plan. Patient had no complications and recovered without incident.

Event description:
Patient with med. Hx: prostate cancer with radical prostatectomy and radiation therapy, had inflatable penile prosthesis (ipp) placed [date redacted]. He also had an artificial urinary sphincter placed at that time. Due to malfunctioning, he had the sphincter removed [date redacted]. He returned to his provider in 2022 reporting a malfunction with the implant- leaking fluid and wanting the urinary sphincter replaced. Under direct examination of the device in surgery, the surgeon found the implanted reservoir could not be flushed or fluid aspirated. The surgeon left the old reservoir in place due to previous surgical intervention but removed the rest of the implant, placed another ipp and placed an aus as per plan. Patient had no complications and recovered without incident.